Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. During the occlusion test, the insulin pump recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The insulin pump was programmed with a 2.0 units fill cannula delivery. The insulin pump delivered the 2.0 units properly with water exiting the infusion set. There was no gap noted between the motor and the reservoir during the occlusion test. The motor functions properly during our testing. No prime anomaly or motor anomaly noted. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The motor was tested outside of the unit and passed. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged in the piston. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.